Event description:
It was reported that the pump¿s chamber did not allow insulin to flow through the tubing, and the user attempted a restart and a full supply change but continued to observe no insulin drops during the fill tubing process; a backup therapy was advised. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with an identified mechanical problem. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.